Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained from the author. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age/weight of the patients is male/72 years of age/186 pounds. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could include icds from the consulta and protecta families. Referenced article: ¿investigation of the utility of the audible alert in recent generation medtronic implantable cardioverter defibrillators.¿ pace. Pacing and clinical electrophysiology. 2016;39(12):1340-1343.

Event description:
A journal article was received which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients who could not hear the tones from their device. The alert tones were demonstrated using a programmer and was done in a quiet room while the patients sat in a chair. A window air conditioning unit was turned on to produce some ¿background noise.¿ patients completed questionnaires regarding the alert tones and if they could be heard or not. The author indicated that not hearing the tones, could become a ¿clinical issue.¿ the devices remain in use. Additional information was obtained through follow up with the author who indicated that there were no allegations or complaints against any of the devices and there was no medical/surgical intervention taken. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.